Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators confirmed the text on the display screen is dim/faded and discolored. The contrast setting is at the maximum setting of '10'. The battery compartment has multiple cracks at opening of battery chamber. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. There was no evidence of moisture damage in battery compartment. All of the buttons were intermittently unresponsive and required multiple button presses to elicit a response. The 'contrast' button is hard to press and requires increased force to engage. There was no visible damage on the keypad. Evaluation revealed that there was contamination under the contacts of all buttons.